Event description:
It was reported by service report that the jack was drifting; the cover and brake/steer pedal were broken with exposed sharp edges. No patient involvement or adverse consequences reported.